Event description:
Ous MDR - boston scientific received information that this right atrial lead had dislodged. There was noted loss of capture, and no sensing. The device was reprogrammed and an atrial lead replacement was scheduled. No adverse patient effects were reported. Upon additional information this investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.